Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded foreign matter was observed.based on the investigation, the most likely root cause was determined to be related to the manufacturing process where the line was inadequately purged resulting in burnt silica to make it was way through dryer nozzle. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were dirty and had foreign matter embedded in them. No serious injury or medical intervention reported.